Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in the USA underwent placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient¿s spouse reported that the patient developed a stoma site infection a week to 10 days after having the peg/j-tube placed. On (B)(6) 020, the stoma was swabbed at an urgent care facility, which revealed streptococcus, and the patient was prescribed 500mg of oral cipro twice a day for 7 days. It was reported that the infection resolved within 7 days after starting the cipro.